Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing on site service for the device, an authorized field service engineer (fse) noted that there were bent pins on the processor pca. There was no patient involvement.